Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2025 due to patient issue with keloids. It is unknown if there are plans to reimplant the patient as of the date of this report.